Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned, and the product lot number was not provided. However, a review was conducted of all applicable material records, mfg records, storage records, distribution records, and all records revealed all product lots were mfg within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 5.5mm revere pedicle screw, 45mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical, inc received notification from a sales rep, via e-mail and telephone communication, that a globus mfg screw had possibly loosened after implantation. On (B)(6), 2010, an over-weight, female pt underwent surgery for removal of revere instrumentation due to the possibility of a screw loosening in the pt's bone, as the pt felt movement of the instrumentation and experienced pain in her legs. Initial surgery is believed to have occurred two (2) years prior. The pt has poor bone quality, however, was fully fused and no other instrumentation was implanted after removal.